Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, iliac stenting was completed at the start of the procedure; prior to the start of tavr. During insertion of the first 14fr esheath+, resistance was felt due to the esheath+ getting caught on the stent. The esheath+ was removed, and a second 14fr esheath+ was prepped and inserted. However, resistance was felt again due to the esheath+ getting caught on the stent. The valve was able to passed through the esheath+. Valve alignment was completed without difficulty. Upon completion of valve alignment, it was noted that the stent appeared to be on the distal tip of the commander delivery system balloon. The surgical team was called in, and a new stent was placed. The valve and delivery system were removed as a unit. A new valve, delivery system, and esheath+ were introduced with no issues. The valve was successfully implanted.per report, the iliac stent caught onto the distal tip of the commander delivery system as it tracked through the anatomy following the second esheath+ dislodged the stent during insertion. The team did not notice this until the valve was ready to be implanted.

Manufacturer narrative:
Procedural imaging was not provided by the site to evaluate the reported event. However, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for interventional device interacts with pre-existing implantable device was unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As reported, 'upon completion of valve alignment, it was noted that the stent appeared to be on the distal tip of the commander balloon. The valve and delivery system were removed as a unit, and the thoracic surgeon was called in to remove the dislodged stent and place a new stent.' As the delivery system is advanced through the patient's anatomy, it is likely the distal end of the delivery system caught onto the stent and resulted in the reported interaction and tracking difficulties. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for tracking, positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. Available information suggests that patient factors (pre-existing stent) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.